Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of "high"; specific value not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg. Additionally, it was reported that the pump's alarm sound was not annunciating blood glucose alerts as intended. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.